Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a possible broken sensor wire on (B)(6) 2014. Patient claimed, upon sensor pod removal, the sensor wire remained in the patient's skin. Patient successfully removed the sensor wire from skin. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).